Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v012958, implanted: (b)(6 2006, product type lead; product ID 3487a-56, lot # v012958, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. Some electrodes were out of range, too high, greater than 10,000 ohms. The clinical diagnosis was not applicable. The outcome was reported as unresolved with no further actions planed. No actions were taken for an intervention. Diagnostic methods included device interrogation. The etiology was noted that the event was related to the device or therapy and not related to the implant procedure. The event was related to the both leads and the implantable neurostimulator (ins).